Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part # 319.006, synthes lot # 7906770, supplier lot # na, release to warehouse date: 05 dec 2015, manufactured by (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an open reduction internal fixation (orif) surgery of the clavicle two (2) depth gauges for screws did not roll smoothly. Multiple attempts were made to get the depth for an unknown screw and the faulty depth gauges caused a delay in the case. The surgeon had to use another set. The procedure was successfully completed with a fifteen (15) minute surgical delay. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 2 for (B)(4).